Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years and 7 months post-implant, it was reported that during a routine checkup the patient experienced a pump stoppage and a driveline disconnected alarm while connected to a power module. The patient was asymptomatic during the events; however, the patient was admitted for evaluation. X-rays of the patient¿s driveline were taken and the vad coordinator reported ¿a few suspicious spots¿ were seen internally. Approximately 4 days later, the patient received a pump exchange. It was also reported that during the preparation for the pump exchange in the or the patient had an additional pump stoppage on a grounded power module patient cable. The patient was placed on an ungrounded patient cable prior to the pump exchange.

Manufacturer narrative:
The patient's age was not reported to the manufacturer. The approximate age of the device is 2 years and 7 months. The manufacturer is attempting to acquire the explanted pump for analysis. The patient remains on lvad support with the replacement pump. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The patient¿s event history was reviewed and confirmed the reported pump stoppages and driveline disconnect alarms. The pump was returned assembled with the percutaneous lead (lead) cut approximately 8.5 inches from the pump housing and the remainder of the lead was also returned. Evaluation of the pump revealed a loosely seated deposition in the outlet stator; however, there was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The percutaneous lead was evaluated and markings on the silicone sleeve could be seen approximately 5.5 inches from the pump. Electrical continuity testing of the lead did not reveal any discontinuities or shorts prior to removing the plastic shield. No damage to the bionate was observed; however, some discoloration was noted approximately 4 inches from the pump. Breakdown of the metal shielding was identified adjacent to the pump and approximately 3 to 4 inches from the pump. Abrasion marks were also identified at this location and breaches in the insulation of the green, orange, and black wires were identified. The damage appeared to be consistent with fatigue damage due to repetitive movement of the wires at this location. As a result of the damage, the underlying wire conductors were exposed. The reported alarms would have occurred as a result of the exposed conductors of the wires contacting the braided shielding when the device was supported by the power module. The external portion of the percutaneous lead had been previously replaced and rescue tape was present from the replacement site to the exit site. The percutaneous lead distal and proximal to the replacement site was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.